Event description:
Distributor in france reported a malfunction with a received device, specifically citing malfunction code 16-0x20e6. There was no reported information on the impact to the customer's blood glucose level. Distributor planned to return the device, with an expected return date provided, and a replacement pump was to be issued. No further information about the outcome of the event was available.